Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lung resection. According to the reporter: after closure of the device and section of the lung, the device was blocked shut on tissue and the physician could not remove it. The physician had to cut the device with a "monseigneur" type device.